Event description:
A potential product issue has been reported internally with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. Pt (pk) where the portal image display appears as if the x2 jaw was closed. After review of the dmip, the x1 jaw remains at 1.9 and the x2 jaw remains at 5.5 for the entire treatment and port. We found that the 110 mu port-during was delivered in 2 tries. The initial delivery of the 110 mu was terminated after 8.5 mu due to an interlock. The optivue position was lat=0.0 long=0.0 sid=144.5. Then the treatment was resumed to deliver the remaining 101.5 mu. For this resumption the downloaded optivue positions were the same as above. However, the uploaded (actual position of panel for delivery) was lat=7.1 long=0.0 sid=144.5. Initial risk analysis is complete. Corrective action is pending final investigation. Injury or mistreatment has not been reported.

Manufacturer narrative:
Cause: preliminary. Case 1: jaws are not on expected position: - the field is to small. X2 jaw close to zero. Case 2: lateral misalignment of optivue: - misalignment results from uncontrolled movement of panel. Case 3: field history in lantis - seems that: x1 and x2 jaws (which do not really exist on artist machines) are closed sometime to zero in further radiation the values are suddenly set to planned values. Preliminary risk analysis indicates: severity: preliminary 3 (critical). Worst case eval. Case 1: jaws are not on expected position: mistreatment for one field of one fraction -> 2 (moderate). Case 2: lateral misalignment of optivue: unusable images results in extra imaging dose (about 2mu) - -> 2 (moderate). Collision with person or/and equipment -> 3 (critical). Case 3: field history in lantis confusing of user about behavior have no impact on treatment (radion of field size, etc.) -> not safety related. Probability: preliminary d (occasional). Case 1: jaw are not on expected position: mistreatment of pt will probably occur at least once.-> d (occasional). Case 2: lateral misalignment of optivue: probably will not occur c (remote), as user must override the planned flat panel position. Will probably occur at least once d (occasional). Case 3: field history in lantis - n.a. According to classification not required. Also see MDR 2910081-2009-00056 no other products are concerned.